Event description:
The customer claims to have burned herself from rolling over a massager during her sleep. She had been massaging her shoulder and placed the unit on the bed for later use, but feel asleep.